Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer experienced normal infections and irritation getting pieces out. She indicated that she used older prescribed urinary tract meds and over the counter meds to clear the issues up.